Event description:
It was reported that the pta balloon ruptured at 4atm during the first inflation in the sfa. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MFR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was returned. The investigation is confirmed for a partial circumferential rupture. The root cause could not be determined based upon available info. It is unk if pt and/or procedural issues contributed to the event.